Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings:during investigation, the battery compartment was cracked on the side at the threads, and above and below the bumper pad. Unrelated to the original complaint, the display had a pink contrast. Corrosion was found inside the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump cover was removed to find no further evidence of moisture damage was found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.